Event description:
Account reported that the unit had been set up the night before but no compounding was done and the unit was not programmed. In the morning 1-2ml of fluid and precipitates were observed in the weighing chamber. The source occluder door appeared to be properly latched down. The user was advised not to use the unit, which was swapped out. No patient involvement.